Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 250-260 mg/dl and diabetic ketoacidosis, and nausea. The customer alleged that the pump was not delivering insulin properly, however, this could not be confirmed as the customer did not have the pump available for troubleshooting. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and fluids of saline. Tandem technical support was unable to obtain additional information regarding the reported issue. Customer reverted to manual injections for insulin therapy.